Event description:
Retractable technologies inc 1 ml 25g vanish point syringe ref# 10162 for covid vaccine administration. Use for covid-19 under emergency use authorization (eua): plunger on vanish point syringe is deformed. This did not lead to a waste (was noticed when med recon nurse was preparing to draw vaccine). FDA safety report ID # (B)(4).